Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and decreased impedances. As a result the physician wanted to explant the lead and did a fluoroscopy. Fluoroscopy noted there might be clavicular crush noted on both the rv and right atrial (ra) lead's. While attempting to explant this lead it was damaged and had to be surgically abandoned. The physician elected to explant the system and replace it with a single chamber device. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.